Manufacturer narrative:
It was reported that the user experienced "red, inflamed blisters" on their "left arm" after using the product for "one day." The customer reported that they were prescribed "antibiotics" and an "ointment" by physicians. The customer stated that they have no known skin allergies and complains of continued "redness, tenderness and discoloration of skin" in the affected area. No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Product caused "chemical burns"